Event description:
It was reported that the patient presented to the emergency department experiencing bradycardia. High impedance and a loss of capture were observed on the right ventricular lead. A fracture was also observed. The lead was explanted and replaced. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.